Manufacturer narrative:
Evaluation codes: the equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. (B)(4): placeholder.

Event description:
Customer reported patient with stage 1-2+ diffuse lamellar keratitis (dlk) at nasal flap on the right eye and stage 3-4+ dlk on the left eye. Patient was treated with medrol dose pack. A flap lift and rinse was performed. No loss of best corrected visual acuity. Uncorrected visual acuity (ucva) was 20/20 on the right eye and 20/20-1 on the left eye.